Event description:
It was reported that a malfunction code, malf 16, occurred with the customer¿s pump, leading to a replacement being needed as the issue recurred even after resetting the pump. The impact on the customer¿s blood glucose level was unknown as the customer declined to provide specific levels. Technical support assisted in resetting the pump but ultimately decided to replace it to ensure insulin delivery was not interrupted, instructing the customer to return the pump using the prepaid label within ten days and confirming the shipping address for the replacement.